Event description:
It was reported that particulate matter (pm) contamination was observed on an exactamix 2400 valve set. The pm was described as, ¿a hair was noticed in the film/on the valve set¿. This issue was observed upon unpacking the sterilely packaged valve set from its outer film. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d4: lot # and UDI. Additional information: d4: expiration date, h4, h6(update codes), h11. H4: the lot was manufactured between july 11, 2024 and july 12, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph revealed a hair present on the outside of the tubing by the valve set outlet, not in the fluid pathway. The reported condition was verified. The cause of the condition could not be determined. However, it is possibly inherent to contamination during the manufacturing or packaging process, as the particulate matter was observed to be enclosed within the sealed product packaging or embedded in the product tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.